Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - end caps: tfna/unknown lot. Part and lot numbers are unknown, UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for femoral fracture with tfna implants. At the end of the surgery, when the surgeon tried to insert an end cap by the screwdriver, because the screwdriver has no grip function, the end cap migrated into the body. The surgeon removed the end cap from the body and then tried to insert the end cap through the guide wire, it was difficult for him to insert it. The model the surgeon used so far was a screwdriver with a grip function and a variable angle function. The surgery was completed successfully within 30 minutes delay. No further information is available. Concomitant device reported: unk - guides/sleeves/aiming: guide (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1)unk - end caps: tfna. This report is 1 of 1 (B)(4).